Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was first revised due to pain. Six months after revision the patient fell and several months later the patient was revised a second time due to loosening.